Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026 at 17:40, the patient's right radial artery was replaced with an indwelling needle and arterial blood pressure was monitored. Puncture was difficult to the point of failure. Later, the needle tip cracked for unknown reason due to the catheter puncturing the skin. A new needle was replaced for successful puncture.